Event description:
Pt had silicone breast implants placed 1981. Bilateral implants were explanted on the date as above due to rupture and extravasation of silicone. No identification data available for implants.